Event description:
It was reported that the alert tripped for oversensing and noise on the right ventricular (rv) lead and the patient received an inappropriate shock. The lead was explanted and replaced. During the extraction of the right ventricular lead the left ventricular (lv) lead was inadvertently damaged by the laser sheath. The lead had acceptable thresholds prior to the procedure, but then the thresholds increased and the lead had no capture, high impedance, a confirmed fracture and insulation damage following the explant of the rv lead. The lv lead was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the proximal segment of the lead was returned and analyzed. Analysis revealed that the proximal conductor of the lead became extrinsically fractured due to melting. The distal conductor of the lead became extrinsically fractured due to melting, the outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 693558 lead, implanted: 2011-(B)(6); d224trk ICD, implanted: 2011-(B)(6). (B)(4).